Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the sheath in green portion of the balloon dilation catheter was broken.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used balloon dilation catheter. Visual inspection of the sample noted that the green sheath was broken. A sample of an encrusted stent was received in a ziplock bag. Visual inspection (via provided photos) confirmed encrustation on the pigtails. The device history record (DHR) was reviewed, and all tests, including cof testing for sub assembly coated part numbers, passed qc aql inspection. Coating operations were performed. During coating, stents are wiped with a 75/25 alcohol acetone blend to ensure surface cleanliness. Improper cleaning can affect coating adhesion. Depth settings on the coating machine must be correct; if too short, portions of the stent may remain uncoated. Proper curing occurs after coating, and any handling before curing can remove or damage the coating. Insufficient cure time can also impact coating integrity. Overall, the review indicates that coating quality depends heavily on correct stent cleaning, machine depth settings, and proper curing time. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the sheath in green portion of the balloon dilation catheter was broken. Per follow up information received via ibc on 12jul2025, customer confirmed that 1 product was affected.